Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 500 mg/dl. The customer was admitted to the hospital. Customer had chest pain and burning sensation in chest and stomach area. Customer was treated on IV drip and then went back pump on day 2. The customer was discharged on wednesday. The customer was treated and released 3 days later. Customer was wearing the pump at the time of hospitalization. The customer stated that he had low blood glucose but not hospitalize. Customer blood glucose at time of incident was unknown. Customer was offered to troubleshoot for issues and stated that they are working with nurse to get setting adjusted.